Event description:
Dr (B)(6) reported that the patient had three (3) syringes of the same lot number (1023085) injected in the bilateral cheek and pre-jowl area on (B)(6) 2011. She subsequently developed pain, erythema and swelling in the left cheek area starting in the beginning of (B)(6) 2011, and ultimately was treated with IV vancomycin and then finally underwent extensive surgical excision of deep facial radiesse deposits felt to be related to an infectious biofilm.

Manufacturer narrative:
(B)(4). Also required excision of radiesse. Dr (B)(6) has not responded to a request for further information. The radiesse device history records for the reported lot were reviewed. All required testing specifications for the lot were met prior to release.